Event description:
It was reported that the patient presented in clinic. Upon interrogation, the left ventricular lead exhibited high pacing thresholds. On (B)(6) 2018, the lead was explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of ¿high pacing thresholds¿ was confirmed. Internal insulation abrasion was noted at 81.8-82.4 cm from the connector pin. One of the ring electrode cables appeared to be abraded at this region. Another insulation abrasion was noted at 82.7-84.2 cm from the connector pin. The ring electrode cable was exposed but the etfe coasting was normal. Further examination found a ring electrode cable at 72.3 cm which had an abraded etfe coating, to be fractured in another region of the lead. One ring electrode cable was found to be separated at 72.3 cm from the connector pin. This is consistent with the observation from the field of high pacing thresholds.